Event description:
The company was informed that pt showed no response during initial stimulation and the device had multiple open electrodes. Programming adjustments were made, however, this did not resolve the issue. Revision surgery has been scheduled.